Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a failed battery test alarm. Troubleshooting was performed and insulin pump did not received an alarm. Customer's blood glucose was unknown. Customer also reported of experiencing a blank display. Customer was advised that battery cap would be replaced.